Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a perforation was located in the acute marginal branch/right coronary artery (rca). A 2.8 x 19 mm graftmaster rx stent and a 2.8 x 16 mm graftmaster rx stent failed to cross to the perforation, due to calcification of the rca, and the hypotubes of both devices became bent. Another 2.8 x 16 mm graftmaster rx stent was successfully implanted to seal the perforation. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.8 x 19 mm graftmaster rx referenced is being filed under a separate medwatch report.